Event description:
Meter name: one touch profile, strip name: one touch, meter code: unk strip code: unk, strip storage: unk, symptoms: yes, but not known. A pt reported they were seen by dr in office. Their meter allegedly was missing segments. The result on their meter was 2?8mg/dl. The result on the md's meter was 250mg/dl. The time difference between pt's meter and md meter was unk. Treatment was unk. No further info has been reported.